Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿machine speed out of parameters." However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that new condom catheter kits do not contain the peri wipes in the kit. There was a yellow sticker on the bottom stated there are no wipes in the kit. 14 french coude foley kit did not contain lubrication there was no sticker attached to this kit stated there were missing items. The intermittent kits will also be missing the precleaning wipes for the time being. They also told me there was one kit that did not contain the sterile water syringe to inflate the balloon but have not seen this so not sure if this was a one-time occurrence but to keep in mind that we are receiving many kits from bard with missing essential items.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that new condom catheter kits do not contain the peri wipes in the kit. There was a yellow sticker on the bottom stated there are no wipes in the kit. 14 french coude foley kit did not contain lubrication there was no sticker attached to this kit saying there were missing items. The intermittent kits will also be missing the precleaning wipes for the time being. They also told me there was one kit that did not contain the sterile water syringe to inflate the balloon but have not seen this so not sure if this was a one-time occurrence but to keep in mind that we are receiving many kits from bard with missing essential items.